Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed recurrent alert 38 indicating a stalled motor with failure to infuse insulin, confirmed by consecutive motor stall alerts and elevated blood glucose of 302 mg/dl; the caregiver performed multiple restarts and a supply change after which the alert cleared, insulin delivery resumed, and backup subcutaneous insulin was administered. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a component issue traced to the motor consistent with a motor stall leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.